Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4(expiration date) and h4. The actual one step pediatric electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number, 4619, were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. No photos of the exposed wire were provided, so it cannot be confirmed what the customer saw. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a child patient with CPR (age & gender unknown), the clinician observed that a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.